Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during investigation, there were frequent low battery warnings observed in the alarm history. The pump¿s electrical current draws were tested and were found to be within specification. Unrelated to the original issue, the battery compartment was found to be cracked. There was corrosion found in the battery compartment. The pump leaks at the battery compartment. The pump was opened and there was no further evidence of moisture found. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a there was a battery issue with damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.